Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, reloads broke, thus were unable to close. Replaced by new reload however the handle did not fire. Replaced by new device to complete the case.